Event description:
This procedure was performed in the right popliteal sfa occlusion: physician placed a stent in the distal popliteal artery, another stent was placed in the mid sfa, then a 7x120 everflex in the proximal sfa, at this point 3 stents deployed. A balloon expandable stent was placed at the ostial sfa. Next, a picture was shot of the sfa. It was then noticed that something "foreign" was on the glide wire. Physician found that the plastic tip was missing from the delivery catheter. Physician then used a snare and successfully retrieved the plastic tip. There was no patient harm.